Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt had stopped taking all medications (including all prescribed anti-platelet/anti-coagulants) and was experiencing multiple low flow and red heart alarms. The pt reportedly developed thrombus in the lvad with 100% occlusion of the inflow and outflow valves; consequently, the hospital made a decision to explant the device without performing a device exchange.

Manufacturer narrative:
The lvad was successfully explanted, and the explanted device was reportedly disposed of by the hospital. No further info is available at this time. A supplemental report will be submitted, when the MFR's investigation is completed.